Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump randomly went to the verify screen four times during the day. The reporter indicated that the battery was changed twice without resolving the issue. The reporter confirmed that there was no known damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no damage found to the battery compartment or returned battery cap. Review of the black box shows evidence of power on resets. The returned battery cap is able to attach to the pump until resistance is met and no yellow o ring is visible. The returned battery cap was used to exercise the pump for a 24 hour duration period on a 1 unit per hour basal program; no power interruptions occurred during this time. No battery cap connection defects were observed. The battery cap contact height and width was found to be in specifications. Removal of the pump cover showed no internal moisture or damage to the pcb or power circuit. The power complaint was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.